Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had sepsis symptoms that started over a year ago. It was reported that it was unknown if the symptoms were related to the patient¿s device or therapy and the patient was having an MRI of the head and spine. No further complications were reported.